Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's wife reported the freestyle libre 2 sensor was applied incorrectly, and as a result the sensor gave error after a few hours of wear. The customer was unable to monitor glucose with sensor and subsequently began to sweat and lost consciousness. A capillary result of 46 mg/dl was reported, the customer was treated with glucose injection by his wife. An ambulance was called and the customer was brought to a hospital but no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's wife reported the freestyle libre 2 sensor was applied incorrectly, and as a result the sensor gave error after a few hours of wear. The customer was unable to monitor glucose with sensor and subsequently began to sweat and lost consciousness. A capillary result of 46 mg/dl was reported, the customer was treated with glucose injection by his wife. An ambulance was called and the customer was brought to a hospital but no further information was provided. There was no report of death or permanent injury associated with this event.